Event description:
It was reported that during a coronary stent procedure, stent deployment issues were encountered. The lesion being treated was located in a saphenous vein graft to the circumflex. The physician deployed the stent and it jumped forward and was elongated. The stent never went past the point of the must deploy marker band. The physician pulled back and deployed 95%, however, the last 5 mm would not deploy properly and it remained sheathed. After manipulation all the product came back towards the guide. The physician tried again and was able to recapture the stent. Everything was removed with no pt complications. The procedure was completed with another 6.0 magic wall stent.